Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances were typically 118-125 ohms, but this is the first time the alert was triggered for the values to be out of range. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD was explanted and the rv lead was surgically abandoned. The impedances were observed to have increased to 128 ohms. Both products were successfully replaced. No additional adverse patient effects were reported.